Manufacturer narrative:
Analysis determined that case part 248760 had a power converter failure. Power conversion enclosure was analyzed at the supplier and it failed the supplier's functional test; q28 and q30 transistors were found to be defective. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the imaging system was powered off and untethered the fans would continue to run. There was no patient present when this issue was observed.